Event description:
It was reported that during the index procedure on (B)(6) 2010, one 2.75x15 mm promus stent was deployed in the non-tortuous and non calcified first obtuse marginal artery. On (B)(6) 2012, the patient experienced a non-stemi (myocardial infarction) and underwent a repeat revascularization of the promus stent that was observed to be restenosed. The patient has not had any hospital follow-up since this event. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction (mi) and restenosis, as listed in the instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.